Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the lead was explanted and replaced. During removal a fracture of the lead was seen. Therapy was restored post-op.

Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The patient¿s lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient is experiencing high impedances on one lead. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4) , serial: (B)(6) , batch: 7007912.